Event description:
It was reported by customer contact "sometime in (B)(6)", "his mother fell and cut herself and had surgery and was given antibiotics due to the cut not healing."

Manufacturer narrative:
It was reported by customer contact "sometime in (B)(6)", "his mother fell and cut herself and had surgery and was given antibiotics due to the cut not healing." Per customer contact "front wheels are wobbly" and "they have had this issue for 4 months." The customer contact reported, "they have had [device] since (B)(6) 2025." Due diligence has been completed. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample was requested for evaluation. No additional information is available. It has been determined that the reported event caused or contributed to a death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.